Manufacturer narrative:
The anterior plate installer was not returned to life spine; therefore, it is not possible to determine the exact root cause of the reported event. However, based on the image and information provided, it is likely that the failure occurred due to improper instrument handling. It is hypothesized that the surgeon attempted to lift the shaft of the installer while the threaded tip was still engaged with the plate to create space for awl usage. This likely placed excessive bending or shear forces on the threaded tip resulting in mechanical failure.

Event description:
It was stated that, "during our case last monday (B)(6), the threaded inserter of the sentry plate holder broke during our case. The tip of the inserter broke off while using the awl on the plate, however it stayed partially threaded in to the plate and they just took the plate out of the body cavity."